Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, with values not exceeding 500 mg/dl. Tandem technical support arranged for the replacement of the pump, provided instructions on putting the faulty pump into storage mode, and advised on steps upon receiving the replacement. The customer acknowledged these instructions and agreed to return the defective pump within 10 days.